Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. Quality controls were within acceptable ranges prior to the falsely depressed co2 result. Quality controls were found to be out of range after the patient sample was tested. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the instrument had integrated multisensor technology (imt) pressure transducer errors while performing a quick check and the imt probe and the sample 1 (s1) mixer omix test recovered out of range. Subsequently, the cse replaced the s1 mixer, imt pressure transducer, and controller area network (can). Then, the service method test recovered acceptably. After the replacement of the s1 mixer, there were multiple errors detected. The tubing leading to the imt probe connection was stripped. There were clot detection errors on the imt probe due to bleach and debris build up. The cse replaced two probes, tubing, the harness, sample arm manifold, the transducer, clot detection board, and the drain port. Quality controls (qc) were run and recovered acceptably. A precision study was also performed on 18 samples and recovered acceptably. The cause of the falsely depressed co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The falsely depressed result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument. The repeat result recovered higher than the initial result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.